Manufacturer narrative:
Eval results: inherent risk of procedure (endoleak). Pt's condition affected effectiveness of device (severe calcification in the vessels). Incorrect technique/procedure (aggressive modelling of the stent graft with a balloon). Conclusions: device failure related to user handling (aggressive modelling of the stent graft with a balloon). From the examination of the returned devices, the exact cause of the aneurysm rupture and distal endoleak could not be determined. No device integrity issues were observed with any of the stent graft components, and the devices were confirmed to have met all mfg specs prior to shipment. The distal ipsilateral and contra limbs/extensions were transected and not returned, thereby limiting the extent of the investigation. It is possible that the reported ballooning of the sent graft in a highly calcified area of the distal aorta and proximal iliacs may have been the cause of the observed distal endoleak and eventual rupture.

Event description:
An abdominal stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severe calcification. The device was explanted during surgical conversion, immediately following the implant, due to a ruptured aneurysm. After implanting the bifurcate, contra limb and bilateral iliac extensions without incident, it was reported that aggressive ballooning of the stent graft was performed with two reliant balloons (completely within the stent graft), and an observed type IV endoleak blush was left untreated. It was reported when the pt was being closed, the blood pressure was noted to be falling from 120 to 70mm hg. The angiogram showed what appeared to be a proximal type 1 endoleak, and an aortic cuff was implanted. The proximal endoleak appeared to have resolved; however, a distal endoleak of unk origin was still evident. After the blood pressure was stabilized with medication, the pt's abdomen soon became distended, and the decision was made to perform emergent open repair. The pt was successfully converted. At explant, a significant amount of calcified plaque was observed near the rupture site within the aneurysm sac, in the area of the distal aorta and proximal iliacs; an area which was aggressively ballooned at implant. The graft was explanted and was reported to be in good condition, and the iliac limbs were left in the pt. No additional clinical sequelae were reported and the pt is fine. Reference the following MDR numbers 2953200-2009-000111, mdr2953200-2009-000113, and mdr2953200-2009-000114.